Event description:
It was reported that the handpiece heated up. No further info was provided. Attempts to obtain add'l info were not successful.

Manufacturer narrative:
The alleged failure could not be duplicated because the device was seized up and could not be fully tested. Upon disassembly, corrosion was found on the motor and other internal components. This corrosion can cause friction between rotating components, which can cause heat.